Event description:
Lifepack 12 defibrillator/pacing cables failed with 2nd defibrillator; and also failed to pace. This is the 2nd reported time in this county. Pt outcome not believed to have been negatively affected by product malfunction.